Event description:
The customer reports the elevator lever of an evis exera ii ultrasound gastrovideoscope can be bent when under a high pressure load outside of the patient, but not when in use. There is no reported patient impact related to this occurrence. Additional information has been requested. At this time, no additional information has been provided. Upon evaluation/inspection of the returned device, olympus noted a gap in the adhesive at the distal end that could allow a stain (matter) to enter inside the lens.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported in h6 and h10. Upon evaluation/inspection of the returned device, olympus noted a gap in the adhesive at the distal end that could allow a stain (matter) to enter inside the lens (reportable device malfunction). Other evaluation findings included: -the elevator connector unit mouthpiece pin detached, the distal end is deformed, the grip unit is scratched, the scope body is scratched and suction cylinder nut paint is peeling. The switch box unit is scratched, the ultrasound universal cord shows signs of chemical damage, the wire stopper angulation is decreased, and the insertion part of the pipe is stretched (signs of physical and chemical stress). This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B3, b5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the gap in the adhesive at the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer. The elevator lever malfunction occurred during a pancreatic puncture procedure, resulting in a more difficult and ultimately unsuccessful puncture (due to an unfavorable angle and thus a long lead time). The procedure took place in (B)(6) 2021, although the specific date is unknown.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.